Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the pump screen.¿

Event description:
It was reported that a customer's blood glucose (bg) level was "high" via cgm reading and high ketones were present. Cause of elevated bg was due to removing the cartridge. A correction bolus was administered to address the high bg.